Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the retention balloon ruptured while in use. The catheter fell out and had to be replaced.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted, and investigation will be based on document review. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 5ml distilled water and soak in water at 37 for 14 days. Samples were removed from soaking after 14 days and check for any leakage or burst. No issue was observed. Balloons are still inflated to its normal condition and shape. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the retention balloon ruptured while in use. The catheter fell out and had to be replaced.